Event description:
Procedure: biopsy of the right trachea, and the right pulmonary lobe. According to the reporter: when the device was applied, it cut properly, but did not staple properly, and 40 percent of the staples were not closed. There was then a hemorrhage of the pulmonary tissue. Electrocoagulation and application of a biological gel (tissucol) were used to close the section.